Event description:
Novasure results were fine until 6 months later. Horrible cramps started in (B)(6) and got worse the following 3 months; crippled on bathroom floor with pains worse than labor. ER visit didn't reveal much. D &c in (B)(6) because dr suspected scar tissue causing blockage. Today the pain has returned. There are doubtless other women with the same symptoms of terrible back pain, legs pain and cropping cramps. Please look into this. This has completely altered my life; wish I'd never done it. The 6-8 weeks post d & c pain has returned cannot work without setting on heating pad because back laid is so terrible. Previously the back pain was followed by horrible cramps that ended up with ER visit. I am healthy (B)(6) with no medical issues or pain prior to this procedure.